Event description:
(B)(4). Painful periods, bloating, back pain, pelvic pain, 30 lb weight gain, joint pain, brain fog. Ended up with hysterectomy with endometriosis and adenomyosis. All events occurred after essure implant!